Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient is without stimulation. It was also reported diagnostic testing revealed high impedance readings. Subsequently, the patient will meet with the physician regarding surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where his patient lead was explanted and replaced. It was also reported the patient's ipg was electively explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed that patient met with the physician and CT scans and x-rays are to be taken.